Event description:
A report was received regarding a revision procedure for a patient who was initially implanted with a t4 to ilium construct in (B)(6), 2012. Post operatively, the surgeon identified that the patient had developed t3-t4 discitis and neurologic deficits. Revision surgery took place on (B)(6) 2012. The t4 - ilium construct was extended to t1. The 4 screws at t4 and t5 were found to be loose and were removed and replaced with larger diameter screws. The surgeon placed screws at t1, t2, and t3, cut both rods in-situ, and connected with two new rods using extension connectors. The surgeon also did an interbody fusion at t3-t4 with mtf t-plif allograft. This is report #14 of 14 for the same event.

Manufacturer narrative:
(B)(4): investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.(B)(4): placeholder.